Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The bolus wizard was functioning properly per bolus wizard sample in the user guide. Boluses and food grams were properly delivered and recorded in bolus history. No bolus anomaly was noted. However, the insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had an MRI while still connected to the insulin pump and ever since then the device has not been functioning correctly. The customer stated that they were trying to input the carbohydrates but instead the insulin pump displays the bolus. The customer's blood glucose was 112 mg/dl. Also, the insulin pump is not recording the correction bolus. Nothing further was reported.